Event description:
During follow-up, the device was observed to be in backup mode due to MRI. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.